Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet device split in half but continued to function. The user experienced elevated blood glucose up to 305 mg/dl, which began trending down as the device was still dosing. A replacement device was arranged. No external assistance or medical intervention occurred.